Event description:
It was reported that the straight medium saber attachment would not hold the bur during a procedure. The procedure was completed successfully using a back up device. There were no patient or user injuries, and no adverse consequences.

Event description:
It was reported that the straight medium saber attachment would not hold the bur during a procedure. The procedure was completed successfully using a back up device. There were no patient or user injuries, and no adverse consequences.

Manufacturer narrative:
The reported event that the bur was slipping and the attachment would not hold the bur into place was not duplicated and no failures were confirmed. Upon disassembly, there were no observed failures that could lead to the reported event. The device was scrapped at the manufacturer.

Manufacturer narrative:
A follow up report will be filed after the quality investigation has been completed.